Manufacturer narrative:
A ge service rep performed an investigation. A new battery pack was ordered and installed. System tested and no error messages were noted. System works as intended.

Event description:
It was reported that the system 2600 displayed a charger fail error. Fluoro case was finished. No pt injury was reported.